Manufacturer narrative:
The insulin pump received with no esc and up button response due to flattened button dome switch. The connector on the lcd board was inspected and no anomaly was present. The device was received with minor scratches on the display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the up and down buttons are hard to press. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.